Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia along with a blank display/won't turn on even after replacing the battery with a brand new one multiple times. The customer reported a blood glucose value of 400 mg/dl. The customer's hyperglycemia was treated with manual injections. The event involved product(s) mmt-1884, mmt-242a, and mmt-332a. Troubleshooting was performed for the blank display. Troubleshooting was partially performed for high blood glucose, and the customer had been using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return is required for mmt-242a and mmt-332a. Product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box 2. Section h9 - added battery cap recall number p-cap did not lock in place properly during testing due to missing retainer ring and reservoir o-ring. Unable to proceed with the following testing to assure proper functionality of the unit. After battery installation unit had powered on properly. Unable to perform displacement as well as occlusion test due to the missing retainer ring, however unit passed self test, seating test, basic occlusion test, rewind, force sensor, active current measurement, and sleep current measurement test. Both adapt and baat tool were utilized to search and find errors in regards to the pump. Battery cycle 3.0 received the lowbatteryalert (104) on 06/07/2025 18:59:00 after more than 7 days at 20.76 days. Battery cycle 2.0 received the lowbatteryalert (104) on 05/18/2025 00:03:01 after more than 7 days at 18.13 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture was found. The unit was also received with a detached retainer, broken battery cap, battery cap contact missing, and missing reservoir o-ring. In conclusion, the customer¿s concern of blank display was unconfirmed, the unit had powered on properly. However, unable to confirm alleged high bg due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.